Manufacturer narrative:
Product investigation: the complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not functioning. The tubing broke, resulting in fluid loss. One month later, a surgical procedure was performed wherein the cylinders and pump were replaced. There were no reported patient complications. The explanted components were later returned and analysis completed.

Event description:
It was reported that the patient's inflatable penile prosthesis was not functioning. The tubing broke, resulting in fluid loss. A month later, the cylinders and pump were replaced.